Event description:
Attorney alleges that in 2007, patient was implanted with sprint fidelis lead that fractured, causing the patient "to experience a series of inappropriate and/or excessive shocks or failure to receive therapeutic shocks" and required patient "to seek emergency medical care resulting in replacement of the defective lead." It is further alleged patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and "had an increased risk of death or major cardiovascular event." Review of manufacturer's database verified patient's death and that the sprint fidelis had been replaced prior to patient's death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.